Event description:
In 2008, the pt reported that she began experiencing elevated blood glucose readings on (six days earlier). She stated that on three days prior to original date, she picked her daughter up at school and the teacher advised her that she did not look well. The teacher called the pt's husband to pick them up. She then began falling at home. She stated that she did not become unconscious but was not able to stay standing. The pt's husband called for an ambulance and she was transported to the hospital. She stated that she is not able to remember details of the event. Her blood glucose was elevated to over 600 mg/dl. Paramedics treated her with an insulin injection and IV fluids. Her normal blood glucose level is 114 mg/dl. She stated that she had been attempting to lower her blood glucose by bolusing through the infusion device but her readings remained elevated. She was released from the hospital on two days later. She stated that her infusion site had been in use for a "couple" of days. She changes her infusion site every 3 days and her infusion tubing and insulin cartridge once every 2 weeks. Her piston rod had never been changed and the adapter had been in use for over 1 year. She was advised on the proper usage of accessories. She stated that she reconnected to the infusion device and her blood glucose is within normal range. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.